Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. The reported event pump channel being off was confirmed and duplicated during testing. Results from a review of the pcu event log exhibited channel disconnect/power loss events with both the returned syringe module and noted non-returned pump module on (B)(6) 2022 at 3:00:20 pm. The pump and syringe modules were noted to be attached on the left side of the pcu. The log shows the programming for the syringe module was not restored after the channel disconnect/power loss event. At 5:00 pm, the syringe module is off (idle) as reported from the nurse. An examination of the source pcu female iui connector revealed the screws were not torqued to the proper specification of 12 in/lbs per the technical service manual. Further testing, after the screws were torqued to specification, observed no further issues. The root cause of the customer¿s experience with the pump channel being off was a result of a channel disconnect/power loss. The issue was caused by the source pcu female iui connector screws not torqued to the proper specification of 12 in/lbs per the technical service manual.

Event description:
It was reported that a clinician discovered the device turned off on its own. The pump was infusing a continuous midazolam drip at the time of the event. The nurse noted the remainder of the pumps were still on and running correctly. A new pump module and pcu were obtained, a bolus of midazolam was given, and infusion was resumed. There was patient involvement with no negative consequences.

Manufacturer narrative:
Additional information: imdrf annex a, g, c and d codes.

Event description:
It was reported that a clinician discovered the device turned off on its own. The pump was infusing a continuous midazolam drip at the time of the event. The nurse noted the remainder of the pumps were still on and running correctly. A new pump module and pcu were obtained, a bolus of midazolam was given, and infusion was resumed. There was patient involvement with no negative consequences.